Manufacturer narrative:
The device that was pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Evaluation results findings (components/results): 1 device: sensor/electrical/electronic component problem identified.

Event description:
No new information.

Event description:
This report summarizes 2 malfunction event(s), where it was reported the device experienced unintended direction of the zoom or unintended excessive speed of the zoom. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. The device was repaired and returned to use. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.